Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery needs replacement.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2024-03987. Device investigation is completed; please see investigation information and trending in the vigilance report associated with (B)(4).